Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was vomiting continuously for almost 3 days and experienced headaches and dizziness. The cgm reading was 250 mg/dl and there was no bg reading taken as she was not feeling well. The patient's husband called 911. The paramedics took a bg reading which was 1000 mg/dl and took the patient to the ER. The patient was not aware of her surroundings during the time she was transported by the ambulance to the hospital so she couldn´t remember what treatments were provided to her. At the hospital they checked her vitals and the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the ICU. The patient was hospitalized from the (B)(6) 2024 to the (B)(6) 2024. At the time of the report the patient was already discharged but still not feeling well. There were prescriptions made (daily medication): prescriptions including carvedilol to be taken if patient feels nauseous every after 6 hours, metoclopramide 3 times a day before meals and once before bedtime. Otc medications were included such as chloraseptic spray for patient's throat since she has a hard time swallowing food and maalox to help the patient's food intake. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem- correction. H2: correction.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4).